Manufacturer narrative:
UDI: (B)(4). Investigation summary: the complaint device was received and evaluated. Visual observations reveals no anomalies. The device appears to be intact and unused. Additionally, the suture shows no signs of damage. Therefore, this complaint cannot be confirmed. Furthermore, a nonconformance search was performed and no nonconformances were identified with this part: 222229 with lot: l758181 combination. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field.

Event description:
It was reported by the sales rep that the anchor suture "shredded" away from the anchor during tensioning. According to the reporter, the two anchors failed as the sutures frayed and broke where it connects to the anchor. It was reported that both anchors were removed and new anchors were inserted in existing bone holes to complete the procedure. It was reported that the event happened on two consecutive anchors. It was not reported if there was a delay in the procedure. The procedure was completed with sutures from a different lot #. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly. Additional information received on (B)(4) 2018: it was reported the anchor did not break during insertion into the bone; the suture shredded at base of anchor. No awl was used. There was no audible or tactile indication of failure. One orthocord suture with two tails was used. The anchor was fully removed and was outside the joint space. The anchor did not break while pulling the suture through the system. It was noted the suture limbs were equal in length and not tangled. The anchor did not break while looking for the hole. The area was adequately cleared. No special surgical technique was used. The surgeon did not lever on the anchor while searching for the hole. It was noted very minimal forces were applied to the system while searching for the hole.